Manufacturer narrative:
Concomitant medical product: 5076-45 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was observed on the atrial channel. It was noted that electromagnetic interference was suspected as the clinician asked the patient if there were any particular activities they did on that day when the oversensing occurred. The atrial lead and device remain in use. No patient complications have been reported as a result of this event.